Manufacturer narrative:
Evaluation summary: the investigation was made by pentax (B)(4). Pentax (B)(4) confirmed that there was a manufacturing sticker on the scope. Therefore there is no particular problem.

Event description:
There are manufacturing stickers on the scope. This event occurred at the time of during inspection. There was no report of patient harm.